Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery. At the initial procedure 4 years ago, corrective fixation t4-l2 at ais tipe 2. The symptoms of scoliosis in the lumbar region have worsened since the time of the medical consultation examination last year. Reoperation was performed and screws were explanted. During reoperation, rod was cut under t10, caudal end was extendedto l3, and re-correction, fixation was done. It was reported that the extractor of the broken screw extractor did not engage the thread at all and the extraction was abandoned. An attempt was made to fit the extractor into the partially extracted screw (cortical thread portion), but it did not fit at all to begin with. The left screw of l2 at the initial op was broken on the left side and partially extracted. The broken parts that could not be removed remain in the body. The right side of l2 was completely removed, although the screw head came off from the screw shaft . There were no further complications reported regarding the event.

Manufacturer narrative:
G4: this part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and upn 00643169077423 is cleared in the us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: part (B)(4) : lot # h5492635 visual inspection revealed the screw has been broken in half. Damage present at the break point is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis summary has been updated product analysis #(B)(4):part # 55740016550, lot # h5492635 visual examination of the mas bone screw confirmed bone screw complete fracture at approximately 3 threads from the base of the bone screw head. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Microscopic examination of the fracture surface revealed a fairly flat fracture surface with convex striations lines throughout the fracture area. This type of damage is consistent with cyclic fatigue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.